Manufacturer narrative:
Sections with additional information as of 08-sept-2021: h10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations, no product was returned to thi, internal evaluation has been completed by the manufacturer, reported defect not reproduced on retention samples, added most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation -customer had stated she did not have any of the pen needles left from the box she had used. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the pen needles. Customer stated she had purchased two boxes, same lot number, of the 32g trueplus pen needles, and that she had used pen needles from one of the boxes. Customer stated that the pen needles did not dispense the insulin, it would clog and the flow of insulin would stop. Customer stated that this happened with every other pen needle. Customer stated that the needles hurt upon insertion. Customer also stated that the pen needle had come off the injector and had gotten stuck in her abdomen. Customer stated the first time this happened she had removed the pen needle herself, and the second time she had asked a co-worker, who is a surgeon, to remove the pen needle from her abdomen (customer was at work at the time). At the time of the call, the customer felt well and did not report any symptoms. Customer stated the package had not been open or damaged when received. Customer is using compatible product. Customer stated she has been using the trueplus pen needle brand for about 3-4 months. Customer stated she did not have any pen needles left from the first box, and that she has not yet used any pen needles from the second box.